Event description:
The ez-28 inserter crimped the haptic therefore, the lens could not be centered in the eye. The lens was removed which caused capsular damage requiring anterior vitrectomy and the placement of an anterior chamber lens. The pt has fully recovered.